Manufacturer narrative:
H.6. Investigation: customer reported an early life failure (elf) on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. Bd remote assistance communicated with the customer and confirmed that the incubation temperatures are within specifications. There is not enough information provided for this investigation to be processed. If any further information is provided in the future, this case will be re-opened and re- investigated. This is an unconfirmed failure of the bd product and unconfirmed elf. Review of device history record for (B)(6) was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. Due to lack of information provided, the root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 30 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " ¿ did the patient/medical provider perceive results to be correct and report them? No. ¿ was a patient treated based on erroneous results? No ¿ was there any adverse impact to the patient due to the treatment? No ¿ was there any delay in diagnosis or treatment due to this event and if yes, how much? No. The instrument reports 30 positive bottles".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 30 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " did the patient/medical provider perceive results to be correct and report them? No. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No. The instrument reports 30 positive bottles".